Event description:
The customer reported fluid leaked from the drain involving unicel dxi 600 access immunoassay system. The customer did not wear appropriate personal protective equipment (ppe). The customer did not come into contact with the fluid. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The customer stated during an attempt to replace the uninterruptible power supply (ups), plant operations stepped on and broke the liquid waste tubing leading to the floor drain. The fse replaced the tubing and verified repairs. The unit conformed to the manufacturer's specifications.